Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
The customer reported via phone call that they received failed battery test alarm. The customer stated that they had high blood glucose around 400 mg/dl at the time of incident. The customer was assisted in clearing the failed battery test alarm. The customer declined to troubleshoot for high blood glucose. The customer also reported that they received battery out limit alarm after battery change. The customer stated that the batteries were not out greater than duration allowed by the insulin pump. The insulin pump will not be returned for analysis.